Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The purge side arm was leaking during the procedure. The impella cp device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation into the purge leak has been completed. The impella device was not returned for evaluation. The cause of the purge leak was not determined since the product, data logs, and sufficient clinical information were not provided. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.